Event description:
Upon review of the medical records, it was discovered a peritoneal dialysis (pd) patient had been previously admitted due to a cerebrovascular accident (cva). Follow up was made with the pd patient's clinic and the home program coordinator, stated the patient was admitted on (B)(6) 2015 due to a stroke. The home program coordinator stated the onset of symptoms did not occur while the patient was connected to the cycler or dialyzing. The home program coordinator stated while in the hospital the patient had been completing peritoneal dialysis treatments using a hospital provided cycler, thus no treatments were missed. The home program coordinator stated the patient was discharged on (B)(6) 2015 and was able to continue completing peritoneal dialysis treatments using the cycler and was admitted to a rehabilitation center for recovery. Following discharge the patient was able to continue completing continuous cycler-assisted peritoneal dialysis (ccpd) treatments without further issue. No medical records were received in clinic and no additional information regarding the incident was available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Based on the information provided, there was no indication that the device caused or contributed to the reported event.

Manufacturer narrative:
Medical records were reviewed by post market surveillance staff. Based on the medical records information it appears the patient was hospitalized on two separate admissions (dates unknown) for cerebrovascular accidents. Medical records did not contain dialysis treatment records, lab/diagnostic reports, history and physical, progress notes, medication records or treatment records for review. There was no documentation in the medical record that indicated a causal relationship between the patient's liberty cycler and the patient's cerebrovascular accidents.

Event description:
Medical records have been provided by the patient's dialysis center. The female peritoneal dialysis (pd) patient with a history of end stage renal disease on peritoneal dialysis, non-ischemic cardiomyopathy with left ventricular ejection fraction 20%, automatic implantable cardioverter defibrillator, type 11 diabetes mellitus and hypertension experienced a cerebrovascular accident. Patient was hospitalized on an unknown date after two separate admissions for cerebrovascular accidents. Patient experienced right hemiparesis and stuttered speech but was able to walk. Patient's son assisted the patient with pd exchanges.